Event description:
On (B)(6) 2013, it was reported that this vns patient would be undergoing lead removal surgery. The child was still unsupervised and traumatizing the chest, so the surgeon opted to remove the lead. Lead removal surgery occurred on (B)(6) 2013. The explanted lead has not been returned.

Event description:
On (B)(6) 2013, the surgeon reported that she was on the way to see the patient who has continually rubbed the generator site so much that the generator is visible. The device was explanted on (B)(6) 2013 due to the extrusion. Per the physician, it was the patient's behavior that led to the expulsion, as the patient rubs the area constantly. No other trauma or contributing factors was noted and no infection was seen. The patient was followed up with broad spectrum antibiotics. The generator was returned on (B)(4) 2013 and is pending product analysis.

Event description:
The generator analysis was completed on (B)(4) 2013. Results of diagnostic testing indicated the device was operated properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Event description:
The explanted lead was discarded per hospital procedures.

Event description:
It was reported that the patient was re-implanted on (B)(6) 2015.